Event description:
Pt was revised to address dislocation.

Manufacturer narrative:
The device associated with this report was not returned. One other dislocation related report is found against this product/lot combination. Nothing was returned for examination, now or previously, and no product error has been identified. It is noted in this report that the depuy femoral head was implanted with a competitor mfg acetabular component. This use of the depuy device is not recommended. It is stated in the initial product investigation request, it was not suspected that the depuy device failed to meet specifications or contributed to the reported event. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened.